Event description:
Alleged the bed will not send a nurse call when it is in the hi position but will work if the bed is in the low position. The facility indicated there were cracks in the coiled cable.

Manufacturer narrative:
Repairs have not been completed.